Event description:
During telephonic pacemaker testing, it was discovered that there wasn't adequate ventricular pacing. The pt was brought to the or in order to correct a displaced lead or replace a malfunctioning lead depending on what was found. It was found that the lead was not functioning so it was replaced.